Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges injuries, pain, elevated metal ions, weakness, walking difficulty and fear of falling. After review of medical record for MDR reportability, the patient was revised to address recurrent dislocation of left hip. Revision notes reported due to metal on metal metallosis, pain, difficulty walking and revealed there was a small amount of fluid. Doi: (B)(6) 2015; dor: (B)(6) 2016; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history review the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: